Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug eluting stent was attempted to be used to treat a severely tortuous and moderately calcified lesion exhibiting 90% stenosis in the mid lad. There was no damage noted to the device packaging. There were no issues removing the stent from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred during advancement to the lesion. No patient injury is reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the procedure was completed with a 2.25x22mm resolute integrity stent. If information is provided in the future, a supplemental report will be issued.